Event description:
It was reported that pump experienced recurring malfunction alarms identified as malf 12, with no notable events occurring beforehand. Customer has reported at least 3 occurrences of same malfunction on this pump. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.